Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the adhesive part of the bending rubber is peeled(floating). Based on investigation results, the root cause of the reported issue could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the bronochovideoscope exhibited that the adhesive part of the bending rubber is peeled(floating). There was no report of patient involvement.